Event description:
A plastic tab that holds the endotracheal tube strap broke. This allowed one strap to become loose. This caused the potential for the small plastic piece to enter the orapharynx and possibly be swallowed. It could also have entered the trachea and have to be retrieved.